Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. Leakage from the plum set was reported by the patient to the health care provider (hcp). The hcp confirmed leakage on the cassette of the device. There was no human harm associated with the complaint/event.

Manufacturer narrative:
The complaint of leakage was noted on cassette on list (B)(4) primary plumset could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.